Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. The pump was returned to the biomedical engineering department with a note that stated, "won't work right. Alarms do not work." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. This report represents all the info known by the reporter upon query by hospira personnel (B) (4).